Manufacturer narrative:
This lead has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated. Upon receipt at our post market quality assurance laboratory, visual inspection revealed a cut in the outer insulation. The outer conductor coil was severed approximately 190 mm from the terminal pin. In this case, we believe the lead damage likely occurred during the attempted implant procedure. The reported undersensing, high impedances, and high thresholds were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, the lead exhibited undersensing, impedance measurements of greater than 2000 ohms, and high pacing threshold measurements. Another rv lead was therefore implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, the lead exhibited undersensing, impedance measurements of greater than 2000 ohms, and high pacing threshold measurements. Another rv lead was therefore implanted. No adverse patient effects were reported.